Event description:
It was reported that no capture was observed 2 weeks after implantation. The rv lead was replaced. The values of the new lead, measured via psa, were good, but not after connection with the pacemaker. Therefore it was decided to change the device.

Manufacturer narrative:
The lead was not returned for analysis. The analysis report therefore refers solely to the returned pacemaker. After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The lead polarity in the right ventricle was programmed to unipolar. The documented measured right-ventricular impedances and the pacing thresholds showed vacillations since the implantation. Further analysis of the device data showed no anomalies that could be related to the clinical observation. Therefore, the pacemaker was visually inspected in a next step, and the connection system was examined. The screws and the spring elements of the lead connections were normal. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal both in the bipolar and in the unipolar lead configuration. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during this. The device showed no limitations of the capability to provide therapy. In summary, the device was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.